Event description:
It was reported that a patient experienced an atrial fibrillation. The patient presented for a follow up examination on april 2nd. The 12-lead EKG reported sinus rhythm and premature ventricular contraction (pvc). It was further reported that the patient was started on beta-blocker due to atrial fibrillation. No further information was provided.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.